Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer reported that the infusion set detached. Customer's blood glucose reading at the time of the incident was 527 mg/dl. Customer's current blood glucose reading was 564 mg/dl. Customer reported symptoms related to their high blood glucose levels included vomiting and nausea. Customer declined to troubleshoot for high blood glucose at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being replaced.